Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a stator not on error message that caused the system to lose power. There is no report of patient injury.